Event description:
The customer reported that when changing the valve, they observed a leak at the connection between the valve and the huber needle. From the reported information, there are no indications of serious injury to the patient or user as a result of these indications.

Manufacturer narrative:
(B)(4). The model#/catalog# is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is "other#." The 510k number provided is for the domestic similar product. Although requested, the device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.